Event description:
The risk manager from the hospital reported that the plate broke in situ. The pt had pain. The plate was broken at the junction with the mandibular ramus. The surgeon, dr. Made a revision surgery and removed the broken part of the plate and part of the mandibular ramus (part of bone on which the broken part of the plate was).